Event description:
In 2006, pt treated single level fusion. Two months later (approx), pt symptomatic, pt non- compliant, revision surgery, construct found ok. Blocker nut tightened to final torque.

Manufacturer narrative:
Pt did not wear brace as per physician. Final torque for blocker nut less than specified. Incorrect torque wrench supplied.